Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be complaint with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion - device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage."

Event description:
Dealer rep in (B)(4) emailed a credit request. The only info provided in the e-mail was that it was broke. A request was made to the dealer rep for the customer contact info so further info can be obtained on this complaint.